Manufacturer narrative:
Date of report: 29oct2018. Date of manufacturer: 26oct2018. The customer was provided the part ID for the blower assembly. Numerous attempts were made to obtain information on the repair of the device, however, no response was received. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the blower temperature high alarm sounded. There was no patient involvement.